Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient is not getting relief like they did during their trial. No external factors were noted to have affected the device. The diagnostics performed were that an x-ray was taken. It was determined that the leads were not covering the t9/t10 interspace like the patient had with the trial using hd settings. The leads have not moved. The rep believes that the healthcare provider (hcp) placed the leads lower than they thought as the patient has an atypical anatomical extra rib. The rep stated that they will discuss what was found with the hcp and get an opinion on what needs to be done concerning the patient. Additional information was received from the rep. The rep reported that a lead revision was planned in the next 6 weeks. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant was relocated from the right flank to the left and the lead was repositioned to improve coverage, but no parts were replaced. Afterwards the representative programmed the patient and was able to get great coverage from the knees to the feet which was the entire painful area and the patient experienced great pain relief.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6)2017 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that a lead revision was planned for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that further x-rays at the time of patient's revision showed the leads were exactly where the trial leads had been. The doctor was not sure why the patient was not receiving good pain relief with the leads where they were placed, however, the doctor elected to moved up one of the patient's leads and excellent coverage was obtained post op. No product was removed. Information was confirmed with doctor.